Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the initial insertion of a central venous catheter (cvc), separation of the dilator occurred while the dilator was being removed, resulting in a fragment being retained in the patient. The operating physician reported that the patient was doing well with no further complications and described the patient's condition as "fine." No additional patient impact or injury was reported. At the time of this report, the customer had not responded to requests for additional information. Should further information become available, the complaint file will be updated accordingly.